Manufacturer narrative:
Physio-control replaced the therapy relay assembly to resolve the low, monophasic shock issue that was observed during the device evaluation. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed biphasic pcb assembly and observed that two diodes, designators cr26 and cr27, were shorted due to damage as a result of electrical overstress. This resulted in open traces off of a pcb-mounted jack connector, designator j103. This prevented the device from charging or discharging defibrillation; however, due to the extent of the damage the component level root cause could not be determined. Physio also examined the removed therapy relay assembly and observed that there was no measurable continuity through the defibrillator contacts of relay, while the relay was energized. As a result of this condition, no output could be measured.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. Physio-control observed that a diode on the pcb biphasic module assembly was blown. After replacing the biphasic pcb assembly the defibrillation charging issue was resolved; however, after replacement of the biphasic pcb assembly, it was observed that the device was only delivering a portion of the biphasic defibrillation waveform and the output was approximately 3.7 joules for a 200 joule shock. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that while performing a routine user test on their device, a noise from the inside of the device was heard and the service indicator became illuminated. The customer continued to perform the user test and found that the device would not charge defibrillation energy. There was no patient use associated with the reported event.